Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site to inspect the system. Fss did not observe the reported condition with the unit. Fss performed a system checkout on the machine, checked the handpiece, serial number (B)(4), that was being used when the doctor reported the burst of phaco power and calibrated the foot pedal. Fss found no issues with the signature machine or the handpiece. Fss also checked the irrigation/aspiration (I/a) mode and found no problems with the unit. The system was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
While the abbott field service specialist was at the customer site for servicing the unit, the customer reported that on that day ((B)(6) 2016), during a procedure the machine seemed to be aspirating slowly. In addition, the doctor reported a burst of energy vs. Linear type and stronger than normal vacuum on one case/ that there was a burst of phaco power while depressing the foot pedal. Case finished fine and all other cases were normal. It was reported that the hand piece, serial number (B)(4) was being used when doctor experienced this issue.